Manufacturer narrative:
Title: augmented reality-assisted pancreaticoduodenectomy with superior mesenteric vein resection and reconstruction source: gastroenterology research and practice volume 2021, article ID 9621323, 7 pages published 17 march 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, three patients with a preoperative diagnosis of pancreatic head cancer (phc) underwent pancreaticoduodenectomy (pd) combined with superior mesenteric vein (smv) resection and reconstruction. The stapler were used to cut off the duodenal jejunum flexure and the stomach at the middle right 1/3. Complications included intraoperative bleeding, two patients had a 600ml and 800ml estimated blood loss respectively.